Manufacturer narrative:
Investigation summary: bd had not received samples, but six (6) photos were provided for investigation. The photos were reviewed and the indicated failure modes for sleeve leakage and sleeve recovery were observed. Additionally, five (5) retention samples from bd inventory were evaluated by functional testing and the issues of sleeve leakage and sleeve recovery was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of sleeve leakage and sleeve recovery. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced blood splatter/ sample leakage. This event occurred three times. The following information was provided by the initial reporter. The customer stated: today, it received a complaint from the physical examination center about the blood leakage of msn back-end, and it was confirmed that it was caused by the sleeve not recovery. This phenomenon has happened many times, and the hospital has cooperated to observe for a period of time, and the problem does exist.